Event description:
The customer reported that while the panorama central station was in use monitoring patients along with ambulatory telepacks, the central station went to a blue screen. No patient injury was reported.

Manufacturer narrative:
The company service representative observed that the windows xp utility displayed an operating system fault message. The display was locked and was not functional. He cleared the fault logs and reset the system. The system was tested to factory specifications. It functioned normally and was returned to use.